Manufacturer narrative:
Device lot number: is either 20046095 or 19450350, batch expiration date: 09/30/2018 or 04/30/2018, batch manufactured date: 12/09/2016 or 07/11/2016. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch records for both batches were reviewed and confirm that the devices met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported the device had a hole. Post open heart surgery, the patient presented with a clot in the right leg. An angiojet® solent¿ omni thrombectomy catheter was used with an angiojet® ultra system console for treatment. During use, after 250cc, a ¿ check saline¿ error occurred and was noted to have a hole. The physician removed the catheter and tried to prime another angiojet® solent¿ omni with no success. It was also noted the catheter began to leak from the bulb near pumpbay. The second catheter was removed from the machine and a third catheter angiojet® solent¿ omni was used but also would not prime and was leaking. The physician completed the procedure with balloon angioplasty. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Update: device avail. For eval? Returned to MFR. On device returned to MFR.? Device evaluated by MFR. Method, results and conclusion codes. Correction: original information provided: device lot number: is either 20046095 or 19450350, batch expiration date: 09/30/2018 or 04/30/2018, batch manufactured date: 12/09/2016 or 07/11/2016. New information: device lot number: is 20046095, batch expiration date: 09/30/2018, batch manufactured date: 12/09/2016. Device evaluated by manufacturer: a visual examination identified blood present inside and out of the device. The boot vent hole was acceptable and went completely through the boot wall, as intended. There were numerous kinks throughout the shaft of the device. Functional testing was performed and found a leak at the male connector with female luer during the prime cycle. The device would not prime and the ¿check saline supply¿ error was displayed. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to handling of the device. But the over all investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported the device had a hole. Post open heart surgery, the patient presented with a clot in the right leg. An angiojet® solent¿ omni thrombectomy catheter was used with an angiojet® ultra system console for treatment. During use, after 250cc, a ¿check saline¿ error occurred and was noted to have a hole. The physician removed the catheter and tried to prime another angiojet® solent¿ omni with no success. It was also noted the catheter began to leak from the bulb near pumpbay. The second catheter was removed from the machine and a third catheter angiojet® solent¿ omni was used but also would not prime and was leaking. The physician completed the procedure with balloon angioplasty. No patient complications were reported and the patient was stable post procedure.